Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) ear-old caucasian female patient underwent revision breast augmentation with a 445cc mentor memorygel breast implant on both sides and experienced bilateral delayed wound healing. As a result, the devices were explanted on (B)(6) 2019. On (B)(6) 2021, mentor became aware that the patient experienced early onset seroma, and extrusion of device on the right and capsular contracture; baker grade unknown on the left as the left side was becoming harder and tender. Patient received bilateral mentor smooth moderate classic gel implants (455cc) as replacement on (B)(6) 2019. This medwatch report is for the patient¿s left-sided device.